Event description:
I was implanted with a medical device called essure on (B)(6), 2006. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 50918. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaints started in 2007. This is a list of my side effects and symptoms that I have experienced due to essure.. Pelvic pain, lower back and thigh pain, weight gain, insomnia, thyroid, vit d, swelling feet and ankles, muscle spasms, dental issues, brain fog, forgetfulness, blurred vision, unexplained bruises, heart palpitations, hair loss, dry skin, severe bloating, heartburn, gallbladder removed and hysterectomy. I have been seen by doctors and had the hysterectomy due to essure. The device was removed on (B)(6), 2014 and was not returned to the manufacturer. (B)(4).